Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: acoustic lens of the probe unit found damaged (gap was observed) a-rubber glue (insertion part) found leaking and chipped. The cementing found with defects. Control unit guide pipe found loose. Play observed on the angulation system. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported when the device is in the cleaning machine, it displayed hose waste channel 6 message. The issue found during reprocessing. There is no patient involvement associated on this event. Device return evaluation found the probe unit (acoustic lens) damaged (gap of adhesive on the distal end. Stain could enter inside the lens through the gap). This report is being submitted for damaged probe unit found during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received by manufacturer. Correction to the initial medwatch. The aware date should be 14-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.